Manufacturer narrative:
Based on the data and information provided, elekta have been unable to reproduce the problem. Elekta will continue to monitor the market for re-occurrences of this issue. If this issue does re-occur the data may lead to being able to reproduce the problem and a root cause may then be identified.

Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
The customer reported that an image review appears incorrect.